Manufacturer narrative:
A ge representative evaluated the system and adjusted the battery charger, performed an filament calibration, and replaced the batteries. System operates as intended.

Event description:
Customer reported the system displayed a charger fail error during pulsed cine mode. No patient injury was reported.